Manufacturer narrative:
The device was returned for analysis. The reported entrapment of the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: during the surgical removal, the surgeon cut the device to facilitate the device removal. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary angiogram interventional procedure. Reportedly, it was attempted to remove the device from the vessel but was unsuccessful. It was confirmed that the lever was in the closed position. The device was re-inserted, and the lever was opened and closed several times. The proglide device remained stuck. A widening of the nick and spread incision using forceps without cutting the vessel was performed to remove the device. Hemostasis was achieved via manual suturing. There was no adverse patient sequela. Although there was a reported delay in the procedure, there were no adverse patient effects; therefore the delay is not considered clinically significant. No additional information was provided.